Manufacturer narrative:
Block b3: exact date unknown, event occurred a year prior to the date the manufacturer became aware.

Event description:
It was reported that the patient was having difficulty and frequent charging the implantable pulse generator (ipg). The patient underwent an ipg replacement wherein an MRI compatible device was implanted. The patient was doing well postoperatively. The explanted device was discarded by the facility.